Event description:
The patient reported that their implantable neurostimulator (ins) was in their chest and was implanted for their shoulders. About 2 weeks prior to the report the patient was pulling their shirt on and their arm locked up. It felt like their ins moved. The patient had not had any recent weight gain or weight loss and they were still able to feel stimulation in the correct location. It was noted that the device didn't really help anymore; they could feel the stimulation but it didn't help with the pain. Sometimes the stimulation felt like it burned and it felt like too much of an electric shock so they had to keep their stimulation really low. These stimulation issues had been going on for a while. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they thought their device turned up on its side when the patient put their shirt on. Their shoulder area felt pushed forward and the device felt higher and turned. The patient noted that they felt tingling and their stimulation did not help their deeper pain. There were no noted circumstances that led to the shocking and burning sensation. The patient had notified their doctor about the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.